Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited under-sensing. No intervention was made. There were no patient consequences.

Event description:
Additional information received indicated that the patient was brought into the clinic and programming changes were made. The patient was stable throughout.